Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. And observed broken striated on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Health effect impact code: f2203 imaging required a review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture indicated per ultrasound. Device has been explanted and replaced with non allergan device.